Manufacturer narrative:
(B)(4). The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that there was material like rust coming out of the hand piece. There was no adverse consequence to the patient.